Event description:
It was reported that seven (07) unspecified elastomeric pumps underinfused via peripherally inserted central catheter (PICC) during patient infusion. The device contained piperacillin/tazobactam. The expected infusion time was 24 hours; however, approximately 40% of the medication remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3 and d10: one of the seven events occurred on 03/23/2026; other dates are not specified. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4 (model, catalogue, lot, expiration date, UDI), d9, h3, h4, h6 (update codes), h11. B5: update the statement to "four (4) large volume folfusors underinfused". H4: the lot was manufactured between 03 october 2024 and 04 october 2025. H11: four(4) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.